Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user could not remove the foreign material due to physical damage of the device. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ·important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿bonding broken on the bending section¿ was confirmed. The following findings were noted during device evaluation: forceps channel port has a scratch, air/water-cylinder has no color, suction-cylinder has no color, scratches found throughout the device, label on s-connector is damaged, due to a crack on plastic distal end-cover, insulation resistance value at distal end does not meet specifications, due to wear of angle wire, bending angle in up direction does not meet specifications, image guide protector has a cut, light guide lens has a crack, connecting tube has coating peeling, universal cord has a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had bonding broken on the rear bending section. Upon inspection and evaluation, bending section adhesive with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.